Event description:
On (B) (6) 2009, the patient reported her insulin headsets are not adhering to her skin. She stated that she started using a new box of infusion sets on (B) (6) 2009 and her cannula fell out as a result of the adhesive not sticking. She said she put in a new headset, but by the end of the day she had to change it again due to it not properly adhering. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.